Manufacturer narrative:
The investigation confirmed multiple samples intended for testing using vitros ggt slides were processed using slides from a vitros che slide cartridge that was miss-identified as a vitros ggt slide cartridge on a vitros 5,1 fs system. The assignable cause was an instrument issue. The instrument software did not respond to a user error and properly recover the inventory contents of the slide supply. The 5,1 fs reagent management software misidentified the slide cartridge located in the slide supply. (B)(4).

Event description:
A customer informed ocd that multiple samples (patient and quality control) intended for testing using vitros gama glutamyltransferase (ggt) slides were processed from a vitros cholinesterase (che) slide cartridge that had been miss-identified as a vitros ggt slide cartridge. None of the results were reported outside of the laboratory as the customer¿s laboratory information system blocked the results. However, as a vitros slide cartridge was miss-identified as a different assay, discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. All affected patient samples were repeated using a properly identified vitros ggt slide cartridge and there was no allegation of harm or treatment based on the results. (B)(4).